Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and slightly flared. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon folds were slightly open on the distal and proximal ends. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00 x 8mm synergy¿ drug-eluting stent (des) was advanced to treat the lesion. However, the device was unable to cross. The procedure was completed with another synergydes. No patient complications were reported. However, returned device analysis revealed stent proximal damage.